Event description:
It was reported the screws on the base assembly fell out. It was suggested that the base assembly should be screwless. No further in formation was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).